Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl. The customer mentioned that she was vomiting blood and throwing up. The caller stated that her insulin pump was not functioning, and the buttons were unresponsive as well the screen was stuck, but the time was advancing. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed and monitored for one day with no frozen display noted. The time advanced during testing. However, the unit had intermittent button response due to corroded keypad traces on the activate button. The device had cracked case at the display window corner.